Manufacturer narrative:
Review of the provided patient files dated (B)(6) 2025 confirmed the reported events the device ICD vr ulys (sn: (B)(6)) was implanted on (B)(6) 2023 with a rv lead manufactured by abbott. The rv lead impedance is stable in normal range. Several episodes (labelled as vf, fast tv or non-sustained were recorded since (B)(6) 2025. Some episodes led to capacitors charge, without delivering shock, one atp was delivered. See episode dated (B)(6) 2025. The origin of the oversensing could not be determined with certainty. It may be due to patient physiology (long qrs or esv, or possible rv lead dislodgement). X-ray are recommended to check lead position and provide all document to the rv lead manufacturer. Based on available data, no issue is suspected on the subject ICD. However, careful monitoring of this phenomenon should be performed upon each follow-up. Based on the available information, the algorithm / ICD functioned according to specifications and programming. Reprogramming may be required to avoid inappropriate therapies, and as recommended in ¿2019 hrs/ehra/aphrs/lahrs focused update to 2015 expert consensus statement on optimal implantable cardioverter-defibrillator programming and testing¿: - increase of the persistence of the fast vt/vf zone to 20 cycles. - increase of beginning of the fast vt zone at 230bpm, and beginning of the vf zone at least 255 bpm, allow the use of the stability until 255bpm. - addition of at least one atp program in the vt zone. Reprogramming remains physician¿s responsibility. The risk of delivering inappropriate therapy should be weighed against the risk of not delivering appropriate therapy.

Event description:
Reportedly, there is ventricular oversensing: potential t-wave oversensing, leading to inappropriate burst.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, there is ventricular oversensing: potential t-wave oversensing, leading to inappropriate burst.